Manufacturer narrative:
Investigation: no non-conformances were found during DHR review that could be involved in the claimed defect. The reviewing of the photo provided by the customer show that the tap of the filter was separated from the filter. The incidence reported could be observed in the sample received. It seems that the issue is considered a punctual and not repetitive (no related complaints in all almaraz production) acceptable defect not related with the functionality. No evidences were found after the DHR review, the set was manufactured according to specifications at almaraz plant and the quality inspection record does not provide clues about the source of the problem. The reviewing of the picture provided by the customer show that the tap of the filter was separated from the filter. This part of the filter has the function of making an extra protection of the connection with the tube, but is considered punctual and no repetitive separation in this area, as it does not affect the functionality of the set and there is no risk for the patient. After the investigation, it is concluded that the issue detected by the customer does not affect the functionality of the set and there is no risk to the patient. Furthermore, there are no evidences after the DHR review.

Event description:
It was reported that the cover plate is loose with a bd secondary set c66 w/0.2u filter. The following information was provided by the initial reporter, translated from dutch to english:. Customer reported that they received secondary set c66 where the cover plate from the height of the filter is loose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cover plate is loose with a bd secondary set c66 w/0.2u filter. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that they received secondary set c66 where the cover plate from the height of the filter is loose.